Event description:
During coil embolization within the aneurysm, the coil became stuck within the microcatheter. This coil was removed from the microcatheter and two other coils were advanced within the same microcatheter without any difficulty. There was no report of adverse outcome to the patient.